Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device is being retained at the account. Additional follow up: patient is fine with no adverse consequences presenting at this time. The resident was inserviced previously and the attending does not feel it was a device problem. The surgeons did not ask for the tube to be pulled back and when the resident closed, he did not feel anything different until resistance was encountered on the third stroke.

Event description:
It was reported that during a laparoscopic gastric bypass procedure while creating the gastric jejunostomy on the seventh or eighth firing the resident closed the device. On the third firing stroke the resident noticed extreme resistance and could not finish the firing. At that time the resident asked the anesthesiologist to pull back on the gastric tube and he met resistance. They could not pull back on the tubing because the tubing was in tip of the device. When the resident closed the device he did not feel any resistance. The resident tried to open the device and he could not get the device to open. They had to convert to open. The device was entangled in tissue and the tube. They had to cut the device off the gastric tube and tissue. No extreme bleeding occurred. The surgeon hand sutured the anastomosis. The case was completed with no further issues. The account does not release devices.